Event description:
It was reported that during the procedure, the physician attached the stopcock included in the priority pack to an unspecified dilatation catheter and attached a syringe. Negative pressure was pulled and leaking was noted at the stopcock. The stopcock was removed and the syringe was attached directly to the dilatation catheter balloon. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated.

Manufacturer narrative:
(B)(4). The stopcock was not returned. A review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.